Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery with the variable angle low compression plate (va-lcp) clavicle plate and the variable angle (va) locking screws for the fracture of the diaphyseal clavicle. The surgeon determined that screw fixation was difficult because the fracture was extensive. Therefore, the surgeon wrapped around the fracture with strings and repaired the fracture. Next, the surgeon fixed proximally and distally with four each locking screws after insertion of the plate. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, the patient felt pain when he raised his shoulder to remove his jacket over his head. On (B)(6) 2022, the patient visited the hospital, and it was found that distal va locking screws were broken. The photographs shows that at least three of the four distal va locking screws are broken. It is possible that all four distal va locking screws are broken. Since the patient¿s pain is mild and there is little interference with motor function at this point, the surgeon decided not to perform reoperation and to provide conservative treatment with the low intensity pulsed ultra-sound for the time being. According to the surgeon, the 2.7 mm standard devices may not have had enough fixation strength considering the patient¿s physique, fracture type, and exercise intensity. 3.5mm standard devices may have been preferable. This is report 2 of 3 for (B)(4). This report is for an unknown va locking screw.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown va locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Explant date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that was found that distal va locking screws were broken. The unk - screws: va locking broken its visible in photos. No other problems was reported. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: va locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the device part #: 04.211.016ts, lot #: 8l96415, and no non-conformances were identified.